Manufacturer narrative:
(B)(4). Date sent to the FDA: 05/26/2016. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: were there any suture abnormalities noticed before, during or after surgery? No. Please clarify, what do you mean by "separation of the sutures at the site "? - the suture site had a superficial opening. Was suture breakage noticed or did the suture knots un-tie post-op? - no. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? - normal at time of surgery¿.post-op¿erythematous around suture line. How was the suture placed (interrupted or continuous)?- interrupted. How was the suture tied (square knot or multiple knots one end)? - multiple knots one end. Please provide the lot # if possible, now or at a later date when available.- it is not available. Attempt is being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is there any complaint regarding the small piece of pds that was in the outer of the closure and was removed on (B)(6) 2016? Why was the pds suture removed? With regards to the left side opening of the superficial skin, was the incision reclosed or what was done to resolve the issue? Please confirm that there was no superficial separation of the skin on the right side. Was there any indication of infection? Was the area or areas cultured? If yes, what were the results?

Event description:
It was reported that the patient underwent a breast augmentation on (B)(6) 2016 and the suture was used to close the incision. On (B)(6) 2016, there were no abnormalities noted. On (B)(6) 2016, a small piece of other suture which was in the outer of the closure was removed. At that time the breasts looked fine. Following the procedure on (B)(6) 2016, the patient returned to the doctor with a remnant of the suture removed from the site. On (B)(6) 2016, the patient returned, complaining of superficial separation of the suture with drainage at the site and the drainage was soaking through her clothes. On exam there was a rectangular area of erythema along the left suture line and the right suture line. On the left side, there was an opening of the superficial skin exposing granulation tissue. This was explored with a sterile q-tip exposing granulation tissue. Where the granulation tissue was seen on the left side, an intact suture was removed. The knot was still intact and the deeper layers were not open. On the right side, there was no superficial separation of the skin exposing granulation tissue. As treatment, dilute kenalog was injected diffusely on either side around the suture line and septra was prescribed as a precaution. The patient is currently responding positively to the treatment. Three days later there was a dramatic improvement of the appearance and the erythema was almost gone. There was no implant exposure or significant separation of the incision. On (B)(6) 2016, there was continued improvement. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was obtained: is there any complaint regarding the small piece of pds that was in the outer of the closure and was removed on (B)(6) 2016: no; why was the pds suture removed: it had worked its way through the skin. (Remnant removed); with regards to the left side opening of the superficial skin, was the incision reclosed or what was done to resolve the issue: left to heal by secondary intention; please confirm that there was no superficial separation of the skin on the right side: no; 5. Was there any indication of infection: no; 6. Was the area or areas cultured, if yes, what were the results: yes, no infection.